Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints reported from this lot. Based on the information provided, the reported balloon rupture appears to be due to case circumstances. It is likely that the rupture occurred due to interaction with heavily calcified lesion. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the left superficial femoral artery (sfa) with heavy calcification. The 6.0x150mm armada 18 balloon dilatation catheter (bdc) was prepared per instructions for use (IFU) and advanced without resistance to the target lesion. The balloon was inflated to 14 atmospheres (atms) when it ruptured. There was no resistance noted when removing the bdc. Another same size armada 18 was used to continue the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.